Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the pacemaker implant, the electrocardiogram showed the pacemaker ventricle did not track pacing. The lead connection was checked and still the device would not pace the myocardium even with the maximum atrial and ventricular cardiac output. After being repeatedly confirmed, a new pacemaker was implanted. A few days later the right atrial (ra) lead and right ventricular (rv) lead dislodged. The leads were revised. No patient complications have been reported as a result of this event.